Event description:
It was reported that the device provided inaccurate spo2 readings. Customer reported that the device is causing an spo2 reading of 49%, which is consistent with the recall notification that he received. There are no consequences or impact to the patient.

Manufacturer narrative:
The returned sensor was evaluated. During eval, the sensor failed functional testing. The spo2 readings were low due to the emitter drive wires being reversed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.